Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was clogged. The irrigation of the pentaray nav high-density mapping eco catheter was clogged despite high pressure flushing and manual flushing from the end of the irrigation port. The device was replaced with a new pentaray nav high-density mapping eco catheter and the procedure was successfully completed. There was no patient consequence. On (B)(6) 2024, additional information was received confirming the issue was noted during the procedure when it was used on patient for mapping. No pump was used, just the usual pressure bag. Attempted to flush manually from the end of the pentaray, but unable to. Removed the tubing from the end of the pentaray, they. Re-inflated the pressure bag to 300mm hg. And re-flushed the tubing. Flushing was working fine with the tubing. This event was originally considered nonreportable, however, bwi became aware of additional information on 15-feb-2024 and have reassessed the event as reportable.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and the irrigation was clogged. The irrigation of the pentaray nav high-density mapping eco catheter was clogged despite high pressure flushing and manual flushing from the end of the irrigation port. The device was replaced with a new pentaray nav high-density mapping eco catheter and the procedure was successfully completed. There was no patient consequence. On 15-feb-2024, additional information was received confirming the issue was noted during the procedure when it was used on patient for mapping. No pump was used, just the usual pressure bag. Attempted to flush manually from the end of the pentaray, but unable to. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 1-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref (B)(4).